Event description:
The clinician said implant was placed in 2006, and removed in 2006. Patient's tooth had been removed 3 months prior implant placement and bone looked good. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quality insufficient.

Manufacturer narrative:
The implant was received with a cover screw attached and was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a radiographic template (l0250 rev 10/03) and was determined to be a ph4mm x 12mm implant.